Event description:
The pt was scheduled for plasmapheresis exchange. The treatment initiated and approximately five minutes into the treatment, the nurse heard a loud noise and the machine started to alarm. The pt's lines were clamped. When the centrifuge area was checked, it was noted that blood was inside and the lines were damaged. The treatment was discontinued.